Event description:
Lap cholecystectomy - "applied clip to cystic duct. Clip fractured the duct. Prior to patient inflation to cystic duct. Surgeon states he never applies clip at 100% ligation. Surgeon - dr (B)(6)." "Surgery time should have been 1 hour but was 4 hours." "Patient status - fine."

Manufacturer narrative:
Product anticipated to return. Follow up will be provided upon completion of investigation.